Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue ¿inaccuracy¿ could not be replicated. The system then passed the system checkout and was found to be fully functional..

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt like navigation was off with the awl instrument. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was a reported delay to the procedure of 20 minutes due to the reported issue.